Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to verify button error or keypad anomaly, motor position encoder error alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm during the rewind test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor position encoder error. The customer¿s blood glucose was 10.7 mmol/liter at the time of incident. Customer reports the drive support cap appears normal. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.